Event description:
Pt presented with a 9-10 mm iliac aneurysm. Access and deployment of a 25-16-155bl bifurcated device was uneventful. During post dilatation, the coda balloon overinflated and the iliac was inadvertently perforated. A limb extension was placed and successfully excluded the perforation. The procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician inadvertently perforated iliac vessel due to overinflation of the balloon.